Event description:
CPAP device has been recalled for almost a year and a half and I still haven't received a replacement, continuing to use the original device has the potential of causing serious health issues. Thank you for addressing this matter. FDA safety report ID# (B)(4).